Event description:
The hcp reported the pt was experiencing pruritus, severe spasticity, pain, and tingling. A catheter study demonstrated no leakage and the pump was suspected and explanted. No rotor study was done. The pt is reported to be well after the replacement surgery.